Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# va15uac010 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-apr-2020, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)202 information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated patient is not feeling the stimulation intensity caller stated normally they do not have any problems but when patient tries to increase stimulation on all of her groups patient is seeing a message " settings not available" since a couple of weeks ago. Caller verified that the pt is getting this message on all other groups available. Patient service specialist is sending a message to the local field reps about patient call. On (B)(6)2024 additional information was received from the patient. They reported that the cause of the settings not available message was due to the wires had come loose. With the use of a computer, they worked around the problem and it was working fine. They confirmed the issue was resolved.